Manufacturer narrative:
(B)(4). It is indicated that the device is not returning, therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot also could not be conducted, because the part and lot numbers were not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a below the knee artery. A command guide wire was being used with a non-abbott atherectomy catheter when the guide wire separated. It separated inside the atherectomy catheter so it was easily removed from the anatomy. No additional information was provided.